Event description:
Customer reported that a motor error alarm occurred on the insulin pump during bolus. Customer did not recall any significant events leading up to the error alarm. Customer also reported that the insulin pump returned a no delivery alarm. Blood glucose level was 140 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump was unable to prime during the prime test due to a protruded and loose drive support disk. Unable to perform the excessive no delivery alarm test due to the prime anomaly. No motor error alarm was noted. The motor passed motor test. The pump also had scratches on the lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker.